Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a bumpy rash with bruising under the lifevest. The patient reportedly had a skin graft. Follow-up indicated that the area was healing.